Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for analysis. The submitted log file (B)(4) contained data spanning approximately 11 days ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file captured a no external power alarm as well as a power cable disconnect alarm on the first event of the log file. The reason for the alarm was unable to be determined due to the prior events were overwritten by new data in the log file. The alarm resolved immediately when the rsoc and bus voltages were restored to their expected values. The alarms resolved once external power was restored. Provided information stated that the patient lvad was connected to the mpu during the no external power event. In addition, the serial number of the mpu is (B)(6) and it did have the v-lock connector on the ac power cord. The power cord did not come loose at the wall outlet or the back of the unit and there were no environmental circumstances that would have affected the ac power at the time of the event. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. (B)(6) was shipped to the customer on 02apr2019. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook, under section 3 ¿powering the system¿ covers how to ensure that the mobile power unit is plugged in to ac power properly. It also covers how to make sure to pull back on the end of the power cord to ensure a secure connection has been made. In addition, heartmate iii patient handbook mentions that the mobile power unit should not be plugged into an outlet that is controlled by a wall switch or an outlet that is on a multiple outlet adapter (power strip). Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's information was request, but not provided. The serial number of the mobile power unit was requested, but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a no external power alarm that the patient stated they did not hear and occurred when they should have been on wall power sleeping. The log file review captured a no external power event on (B)(6) 2021. The event was the first line in the log file. The data prior to this event was overwritten by newer incoming data. Since the data prior to the no external power event was not available the cause of the no external power event could not be determined. There were no other unusual events recorded in the log file event history.